Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The product lot for this event is not known; therefore, lot history and device history record reviews are not possible. Without a sample, visual and functional testing could not be conducted. The root cause of the customer's complaint is not known; a sample was not returned for investigation. However, an investigation has been initiated to investigate and identify a corrective and preventive action for complaints of this nature. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that the trocar valves leaked during an unspecified number of vitreoretinal surgeries. The valves were replaced and the procedures were completed without harm to the patients. The product samples were discarded. Additional information was requested, however, none has been received to date. This is the second of two reports.